Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, there was a crack in the battery compartment and the battery cap could not be removed from the pump. The reporter noted that the battery cap keeps spinning. The patient noted that he had never changed the battery cap. The user guide instructs the user to change the battery cap every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings:visual inspection revealed that the battery compartment was cracked from the top of the compartment to the case seal. The battery cap was able to secure properly to the pump with no o-ring showing. There was no physical damage observed to the battery cap. Investigation revealed that the battery cap contacts were out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.